Manufacturer narrative:
Concomitant medical products: product ID 37746, serial# (B)(4), product type: programmer, patient; product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
It was reported that the patient experienced no stimulation sensation. This was stated to have started 2 weeks prior to this report. No fall or traumas were noted to have occurred. Amplitude was at 2.60 volts but usually was at 2.10 volts. The patient had turned it up when he couldn¿t feel it. The patient decreased to 2.10 volts, turned stimulation on, did not feel stimulation, increased to 2.30 volts, and still did not feel stimulation. It was returned to 2.10 volts and other programs were attempted to be found but none were. The initial issue was reported to be that they replaced the batteries in the implantable neurostimulator (ins) with (B)(6) gold alkaline batteries but it took ¿a long time to start.¿ impedance testing was performed and electrodes 0 and 1 were found to be greater than 10000 ohms. Reprogramming was performed and the patient was then receiving good coverage. Follow-up was performed to determine if the cause of the event had been determined, if any surgical intervention occurred or was planned, and if the patient had any further concerns with their device and therapy. This event will be updated if additional information is received.